Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D6b: explanted date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-sep-29 from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that imaging showed the patient's interstim system had been explanted. The hcp said they spoke with the patient, and the patient said the system was explanted in 2005 after it was damaged in a car accident. The date of the car accident and the name of the managing hcp were asked, but they were unknown.